Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributer stated that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 10/09/2013-device evaluation:the pump has been returned and evaluated by product analysis on 09/20/2013 with the following findings:the complaint could not be duplicated or confirmed on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are responsive. There was no evidence of keypad contamination under the key contacts. Unrelated to the complaint, the bolus button was found to be torn but responded properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.